Manufacturer narrative:
A follow-up report will be submitted when investigation is complete.

Event description:
The complaint is reported as: ¿the connector broke during use.¿ the condition of the pt is reported as fine.